Manufacturer narrative:
Product event summary: at analysis it was noted that the ventricular connector was cracked and the battery contacts were visibly contaminated, although it passed its incoming functional testing, the ring attachment was missing, the ring cover attachment and one bail cover attachment were cracked and both bail attachments were bent. The device was cleaned, the ventricular connector, ring attachment, ring cover attachment, both bail attachments and one cover bail attachment were replaced, the battery contacts were inspected and visible signs of contamination were removed. The device then passed all tests.

Event description:
The external pulse generator which was returned for functional testing subsequently tested out of specification during manufacturer's analysis. There was no patient involvement associated with this event.